Event description:
The caller, anesthesia technician, states that the patient was intubated and the cuff leaked shortly after intubation. (B)(6) states that patient was unharmed but decannulation and recannulation of a replacement tube was required. Caller states that the tube was discarded and the lot number unknown. This report is the third occurrence associated to MFR# 2936999-2013-00137.